Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The distal low voltage (lv) electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst noted that the number of turns to extend and retract the helix was greater than specification due to dried tissue/body fluid in the sleevehead.

Event description:
It was reported that there was undersensing and lead instability issues in the atrial lead despite several attempts to reposition the lead. It was further reported that after the multiple attempts to reposition the atrial lead, the physician reported possible helix extension and retraction problem. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.